Event description:
It was reported that dosing from an ilet bionic pancreas stopped after a dexcom g7 sensor issue led the user to enter blood glucose values manually, and dosing then ceased again when the ilet powered down due to low battery. Symptoms included hyperglycemia with a high blood glucose reading. Outcomes included successful reduction of blood glucose to target range after correction therapy resumed. Investigation included review of device logs and bionic report. Investigation of this case revealed repeated low-battery alerts and device shutdown, along with a sensor failure or brief sensor interruption that impacted automated dosing. It was concluded that dosing interruption was attributable to device power loss and sensor unavailability, with device function restored after recharging and sensor replacement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.